Event description:
It was reported that coating issue occurred. The target lesion was located in the vessel of the liver. A 135/10 renegade hi-flo kit was selected for transcatheter arterial chemoembolization (tace). However, after flushing with normal saline, it was noted that the surface of hydrophilic coting was rough, and the device could not cross the 5f imaging catheter to the lesion. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Inspection of the device revealed multiple slight shaft kinks; however, the kinks did not disrupt functional testing of the device. An .018-inch guidewire was received with the device and used to perform a guidewire insertion test. The device was flushed, and the guidewire passed with no issues. A test 5 fr guide catheter was used to perform an interaction test, and the device was flushed and passed through the device with no issues. No other issues were identified during the product analysis. Analysis of the device was unable to confirm the clinical observations.

Event description:
It was reported that coating issue occurred. The target lesion was located in the vessel of the liver. A 135/10 renegade hi-flo kit was selected for transcatheter arterial chemoembolization (tace). However, after flushing with normal saline, it was noted that the surface of hydrophilic coting was rough, and the device could not cross the 5f imaging catheter to the lesion. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.